Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected free t4 (ft4) results were obtained from vitros free thyroid control (ftc) fluid when using vitros immunodiagnostic products ft4 reagent on a vitros 5600 integrated system. Ftc level 2 vitros ft4 result of 1.86 ng/dl on inst j1 versus the expected result of 2.46 ng/dl ftc level 2 vitros ft4 results of 1.79 ng/dl on inst j2 versus the expected result of 2.46 ng/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were obtained from non-patient sample qc fluids. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4), (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that lower than expected free t4 (ft4) results were obtained from vitros free thyroid control (ftc) fluid when using vitros immunodiagnostic products ft4 reagent on a vitros 5600 integrated system. The assignable cause for the lower than expected vitros ft4 results could not be determined with the information provided. The low ft4 qc results were isolated to the ftc qc fluids with an unknown lot number. No further investigation of those ftc qc fluids was performed and therefore, an issue with the lot unknown ftc fluids could not be confirmed or ruled out as a potential contributor to the event. Instrument performance is not a likely contributor to the events. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer. Pre-analytical sample processing cannot be ruled out as a contributing factor, as it was not clearly determined if the customer was following the correct recommendation for control storage, preparation and sample handling. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros ft4 reagent lot 5260.